Event description:
Caller stated that the end-user sought medical attention on (B)(6) 2024 around 6: 50pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a reading of 258mg/dl. Caller is unsure what a normal reading for that time of day is due to not being present when medical attention was sought. Caller stated that additional testing was done, however she does not know what the readings were. The end-user also took insulin but the caller who is a blind rehab specialist, who was called down to assist while at the hospital, did not know the amount and type. Caller stated that the end-user was feeling numbness in his extremities, blurry vision and fatigue, which prompted his wife to bring him to (B)(6) medical center located at (B)(6). Caller does not know what the end-users blood glucose was when he arrived at the hospital and he was still admitted in the hospital at the time of the call. Caller stated that his blood glucose was low when he arrived but did not know what it was. Caller stated that she was unsure of what treatment the end-user received. The caller was informed that the end-user was using expired test strips. Caller was advised to have the end-user discard all expired products. Caller was unable to provide any pre-existing conditions or medication the end-user is currently taking. No additional information was provided.

Manufacturer narrative:
1.no nonconformance was found and recorded in the document (B)(6) after okb reviewed device history record (dhf) of the suspected meter (serial (B)(6) and strips (lot#: d180904-1). 2.the meter was shipped to pdc on (B)(6) 2023 , and strips with 2-year shelf life were manufactured on 2018-09-04. Because the suspected items was not returned to okb, the retained meter (serial (B)(6) was used to re-examine its setting and all functions, and no malfunction occurred. Also, strips were expired and out of specifications. The retained meter was re-tested by any retained strips (lot#: d230320b-4) from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 69/70; level high: 324/334) met the acceptance criteria (level low: 40~85; level high: 230~340). 3.although the retained meter operated properly, expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.